Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0069668. D.4. Medical device expiration date: 3/31/2025. H.4. Device manufacture date: 3/9/2020. D.4. Medical device lot #: 0006883. D.4. Medical device expiration date: 1/31/2025. H.4. Device manufacture date: 1/6/2020. H.6. Investigation: customer returned (1) 0.3ml insulin syringe from an open polybag from lot 0069668 and (4) 0.3ml insulin syringes from open polybags from lot 006883. Consumer reported found 1 syringe when you remove needle shield needle hub removes with the shield. The returned syringes were examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 0069668 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200885440, 200884916] noted that did not pertain to the complaint. There was one (1) notification [200885157] noted for cracked hubs. A review of the device history record was completed for batch # 0006883 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause: root cause for this defect cannot be determined.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg was separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found one syringe that the needle hub removed with the needle shield. Verbatim: consumer reported found 1 syringe when you remove needle shield needle hub removes with the shield. Has to return with mailing kit."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 pl/wg was separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found one syringe that the needle hub removed with the needle shield. Verbatim: consumer reported found 1 syringe when you remove needle shield needle hub removes with the shield. Has to return with mailing kit."